Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected potassium result of >9 on a (B)(6) male patient with complaints of vomiting. There was no additional patient information available at the time of this report. Date draw-time test-time k result method sample(B)(6) 2013 unk unk >9 I-stat a(B)(6) 2013 unk 15 mins later 4 I-stat unk there were no injuries reported with this event. The customer states that the sample was drawn from an IV line. Sample types are unknown but believed to be two different samples and based on the information available hemolysis is suspected.